Manufacturer narrative:
(B)(4). D10 - associated medical devices: arcomxl 28mm rlc lnr hw sz22; item#: xl-105902; lot#: 276890. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one year and four months ago, the patient underwent a left hip revision surgery due to joint dislocation. Since that procedure, the patient has experienced recurrent left hip dislocations. The patient is now being considered for a new pmi custom constrained liner to address the ongoing instability. Attempts have been made and no further information has been provided.